Event description:
It was reported that the user experienced hypoglycemia reported at 59 mg/dl associated with sporadic meals and frequent use of less-than-meal announcements, which led to maladaptation of meal boluses and postprandial low glucose events; a factory reset was performed per healthcare provider recommendation, and the device was set up again. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included the need for urgent low glucose treatment and user education, without hospitalization. Customer care provided troubleshooting and education on proper meal announcements and best practices after a factory reset. Investigation of this case revealed use-related factors related to incorrect or inconsistent meal size announcements that contributed to hypoglycemia, with the device restored to baseline settings and returned to automated operation. It was concluded, based on previously established findings for similar reports, that user technique and meal announcement behavior were the primary contributors.